Manufacturer narrative:
Retainer ring=black. Pump case type: ngp. The pump was returned for unexpected pump error 15, pump error 4, and pump error 23 alarms found on (B)(6) 2023. Pump successfully downloaded traces and history files using thump. Unit passed the displacement test and self test. No unexpected pump error 23, pump error 4, and pump error 15 alarms noted during testing, however pump error 15 (file number = 38; line number = 442) found in pump history/trace files on (B)(6) 2023 at 04:49:08.000, 04:59:00.000, and 04:59:40.000. Pump error 23 confirmed in the pump history/trace files on (B)(6) 2023 at 04:49:10.000 and 05:00:01.000. Lastly, pump error 4 confirmed on the pump history/files on (B)(6) 2023 at 04:49:08.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Unexpected pump error 23 and pump error 4 alarms confirmed in the pump history/trace files on (B)(6) 2023 as a consequence of pump error 15 alarms. Pump error 15 (file number = 38; line number = 442) alarm confirmed in the pump history/trace files on (B)(6) 2023 at 1:59am due to suspected hardware error as per global logic analysis (esf #(B)(4)). Problem isolated to the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 4 - the motor arm cannot communicate with the main arm, pump error 15 - the critical block and inverse critical block did not add to zero and pump error 23 - post-reset ram crc alarm. Troubleshooting was performed. Customer was able to clear the alarm and complete pump rewind. Error table indicated that the pump should be replaced and customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.